Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a hepatectomy procedure, the jaw of the harmonic broke. Unpacked and used a new harmonic. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # r93686. The device was returned with the tissue pad damaged, melted and 100% present and not with the blade broken off as reported by the customer. In addition, the cable was cut off and no further analysis could be performed. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.